Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman customer technical support specialist and replaced the sample probe to resolve the issue. The customer indicated the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low patient results for multiple chemistries including sodium, calcium, potassium, glucose, blood urea nitrogen, carbon dioxide and creatinine on their au480 clinical chemistry analyzer. The customer did not release the low results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.